Event description:
It was reported that the customer's blood glucose was higher when 50 units of insulin remained on the reservoir, and it was the third day of using the same reservoir. The customer believes that the insulin pump is not delivering the appropriate amount of insulin when it is less than 50 units left in the reservoir. No further information was provided.

Manufacturer narrative:
Unable to prime the pump during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.